Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion being treated was located in the calcified, severely tortuous left circumflex (lcx). The lesion was predilated with a 1.25x12mm non-bsc balloon. The physician attempted to place a 2.50x12mm taxus express2 drug eluting stent, but was unable to cross the lesion. Upon removal, the physician notice the stent was flared. The procedure was completed with a different device. No pt complications were reported. Pt status reported as "good".